Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient expiration as the patient was connected to the cycler at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the death and the liberty cycler. Additionally, there is no allegation of a malfunction or deficiency against the liberty cycler. It was reported that the patient was very ill with multiple comorbidities including several cardiac issues. End stage renal disease (esrd) patients have high mortality rates predominately cardiac related with sudden cardiac death being the single most common form of death. Although the patient was at high risk of sudden cardiac death and there were no allegations of liberty cycler issues reported for this event, the cause of the patient death cannot be determined, and the liberty cycler cannot be excluded as causing or contributing to the death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was found expired in the bathroom while still connected to the liberty cycler. The patient was found between 7:00-8:00am. The coroner advised the family the patient passed between 6:30-7:00am and still had treatment fluid in the abdomen. The coroner disconnected the patient from the cycler. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported the pd clinic has not received documentation for the cause of death, however, the patient was very ill with multiple comorbidities (not provided) including several unspecified cardiac conditions. The patient had not reported any recent issues with pd therapy or the liberty cycler to the pdrn and no allegations were made against the liberty cycler for the adverse event.